Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump processed information too slow. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported processing information too slow. The reported symptom was verified and found to be caused by a processor board. The cause was determined to be a processor board delayed. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.